Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01364 , 3006705815-2022-01366. It was reported the ipg had reached end of service. Diagnostics indicated high impedances. In turn, surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.